Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified and 100% stenosed anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy resulted in compromising the balloon material. Thus, resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was moderately calcified and 100% stenosed. The mini trek was advanced to the lesion against resistance, and during the first inflation ruptured at 10 atmospheres. There was no reported adverse patient effects, and no clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.